Manufacturer narrative:
Steris service personnel inspected the unit and found that the hot water softener was not large enough to adequately process the water prior to entering the reliance eps processor. This resulted in residue and deposits remaining in the cds. The user facility installed a larger water tank to resolve the issue. The steris service technician also replaced the cds and the unit was returned to service. The operator manual states (pp. 4-40): "open reliance cds and remove empty reliance dry chemistry container. Verify absence of solid residue in bottom of reliance cds and reliance dry chemistry container." The operator manual states (pp. 438): "good hospital practice dictates processing of all endoscopes be verified after high level disinfection in the reliance eps. Should any processing cycle fail verification, endoscope(s) must be reprocessed in another cycle." All cycles evidenced passing results as stated on the cycle printout; chemical indicators also evidenced passing results. The user facility confirmed they reprocess all affected scopes after residue is noted prior to use in patient procedures. The unit is under steris service contract and preventive maintenance was completed on (B)(4) 2011 when it was found to be operating properly.

Event description:
The user facility reported that soap residue remained in the chemical delivery system (cds) container after completed processing cycles. Several procedures were postponed due to the instruments being reprocessed prior to use in patient procedures.